Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the base is loose and wobbles from side to side 2-3 inches during surgery. The procedure was completed with no harm to patient or staff.

Manufacturer narrative:
The customer reported that the system base was loose and wobbled from side to side. There was no report of patient harm. The company service representative examined the system and found the 7-structure to be easily rotated from side to side. There was no issue identified with the base of the microscope stand. The lower brake was replaced and the issue resolved. The system was then tested and met all product specifications. The system was manufactured on january 27, 2017. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The lower brake was received and a visual assessment of the returned sample yielded no obvious nonconformity. The returned sample was installed into a calibrated system hotbed and no nonconformities were observed during start up. The 7-structured was rotated, and a slight rotation was observed, thus confirming the reported event. The lower brake was removed, rotated, and re-installed and slight rotation was still observed. The lower brake was removed from the 7-structure and slight play was found on the top cylinder of the assembly. The complaint was confirmed. The root cause can be attributed to the nonconforming lower brake. The manufacturer internal reference number is: (B)(4).